Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Cables between the power management board and the carrier board were checked and version sp06 software was installed to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit gives backup and system failure messages. There was no report of patient involvement.